Event description:
Pt states one pump (cadd-ms3) died since she kept batteries in too long and lost its programming (sn: (B)(4)). Pt switching to back up pump, informed psr to set up new pump. No other info provided. Dose or amount: 63nkm. Frequency: 0.026ml/hr. Route: sq. Dates of use: (B)(6) 2011 to ongoing.